Event description:
Oversensing on the ventricular channel was reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 24 december 2023 and 23 december 2024 recorded the rv pacing impedance at approximately 600 ohms and the shock impedance at approximately 70 ohms during the whole period. Rv pacing threshold was recorded at 1.5 v and fell between end of december and the middle of march onto < 0.5 v. During the same period the sensing amplitude with a baseline of approximately 12 mv fell multiple times on < 2.5 mv. In the end of the recorded period the sensing amplitude rose onto 15 mv. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.